Manufacturer narrative:
(B)(4). D10- medical product: oss rs 12mm ls tibial bearing; item# 161094; lot# 989480. G2- japan. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years and nine months post implantation due to fractured implant and pain. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of pictures. Visual examination of the provide picture identified both medial and lateral wings on the implant have broken off from the body of the implant. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.